Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer also reported that they were only able to hear the siren go off one time for a low sensor glucose reading of 40 mg/dl and did not hear the sirens the other times. The customer treated with glucose/carb intake. The device failed the audio test during the call. The customer also had a blood glucose level of 226 mg/dl and treated with the pump. The device will be returned for analysis. (B)(4).

Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Pump error 63 confirmed in pump history with variable due to broken trace at u1 keypad assembly . Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.